Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The following devices were also listed in this event: catalog: 502-11-52e description: trident hemispherical cluster hole shell trident hemispherical acetabular shell lot: 56233401. Catalog: 6260-9-136 description: v40 cocr lfit head 36 mm/0 lfit anatomic v40 femoral head lot: 191078. Catalog: 4845-7-214 description: anato stem sz 4 left neut anato hip stem neutral 130 deg neck. Angle v40 hip stem lot: 45690002. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Pain and stiffness of left hip began 6 weeks ago. Surgery date for left hip on (B)(6) 2016. Additional information received: activity level: can walk 5-15 minutes before pain. Walks using walking aids and can climb using handrail or stick. Can perform moderate recreational activities pre-existing conditions: osteoarthritis.

Manufacturer narrative:
Corrected data: age at the time of event. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: no confirmation of event, need clinical past medical history and progress notes. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including clinical past medical history and progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Pain and stiffness of left hip began 6 weeks ago. Surgery date for left hip on (B)(6) 2016. Additional information received: activity level: can walk 5-15 minutes before pain. Walks using walking aids and can climb using handrail or stick. Can perform moderate recreational activities pre-existing conditions: osteoarthritis.